Manufacturer narrative:
H10: manufacturing review: a device history review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately fourteen years and six months later, computed tomography (CT) revealed that there was a vena cava filter 1.6 cm below the renal veins and located within the vena cava. This was not significantly tilted. One of the prongs of the filter extended a cm out toward the aorta and overlay the aortic wall anteriorly off to the right. Another prong extended toward a loop of bowel, about 6 to 7 mm. Multiple prongs distended out 5 to 6 mm. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. Approximately fourteen years six months post filter deployment, computed tomography (CT) demonstrated that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in abdominal area; however, the current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in conjunction with trauma situation/motor vehicle accident. Approximately fourteen years six months post filter deployment, computed tomography (CT) demonstrated that the filter perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pain in abdominal area; however, the current status of the patient is unknown.